Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. This device had reached elective replacement indicator (eri) and an analysis of the device data by boston scientific technical services (ts) noted that power consumption was higher than expected and voltage lower than expected. Device replacement was recommended and a safe replacement interval provided. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. This device had reached elective replacement indicator (eri) and an analysis of the device data by boston scientific technical services (ts) noted that power consumption was higher than expected and voltage lower than expected. Device replacement was recommended and a safe replacement interval provided. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported. This device was not returned for analysis. The allegations were confirmed by data analysis, however a cause could not be established.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. This device had reached elective replacement indicator (eri) and an analysis of the device data by boston scientific technical services (ts) noted that power consumption was higher than expected and voltage lower than expected. Device replacement was recommended and a safe replacement interval provided. This device remains in service. No additional adverse patient effects were reported.